Manufacturer narrative:
(B)(4). Additional concomitant medical products: (B)(4), xlpe liner, (B)(4); (B)(4), shell porous with cluster holes 56 mm, (B)(4); (B)(4), femoral stem fiber metal taper collarless 12/14 neck taper, unknown. Customer has been indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2017 - 00718. Remains implanted.

Event description:
It was reported that the patient underwent left hip arthroplasty. Subsequently, the patient is scheduled for a revision procedure due to experiencing multiple hip dislocations. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 2648920.